Event description:
It was reported that during the attempted implant high impedance and high threshold was noted in the is-1 connector port. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Event summary: the device was returned, analyzed, and no anomalies were found. It was noted that there was set screw grommet damage. (B)(4).